Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed hardware low level failure five times in one day. Customer's blood glucose was 3.3 mmol/l. Troubleshooting was performed and customer stated the alarm occurred during load reservoir. A bolus was performed into the air and the device delivered it successfully. It also recorded properly in the device history file. Due to the reoccurrence of the alarm the customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return it for analysis.